Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the clinic in the morning with concerns about their system controller. As of the night before, no lights were illuminated, and no alarms were sounding on the controller. The patient was unable to perform a self-test. Occasionally, they were able to scroll through the settings but not often. The pump was still running. The system controller was exchanged with immediate resumption of normal function. Log files were sent for review. The file does show an odd string of alarm silence events, possibly related to the reported issue with the controller. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged black power cable the reported event of the system controller (serial number: (B)(6)) having a display issue, unable to perform a self-test, and having a dim pump running light emitting diode (led) were confirmed via investigation of the returned controller. However, the reported event of the controller not making audible alarm sounds was unable to be confirmed. The system controller returned for analysis with damage to the user interface (ui) membrane, and the pump running leds were confirmed to be dimmer than intended. The controller was able to support a mock circulatory loop and passed functional testing. Data from log files spanning approximately 2 days (((B)(6) 2024) was reviewed. The driveline was disconnected from the controller at 10:10 on (B)(6) 2024. The log file showed the controller operating as intended while the driveline was connected. Upon further investigation, it was found that the controller was intermittently unable to perform a self-test, and that the display button required more force than usual to function. However, when a self-test was able to be performed, all other leds illuminated as intended and the controller made audible tones at the appropriate level. The ui printed circuit board (pcb) was replaced with a known working board, and the issues resolved, isolating the issue to the ui pcb. The ui membrane was stripped off to examine the internal components, and it was found that the metal components of the buttons had been displaced, which would cause the reported event. The root cause of the display issue and self-test issue was determined to be due to damaged buttons on the ui pcb; however, the root cause for the damaged membrane and buttons was not able to be determined. The root cause of the audio notifier not working was not able to be determined via this investigation. A corrective/preventative action (CAPA) has been implemented to address the issue of a dim pump running led. This system controller was manufactured prior to the implementation of this CAPA. The device history records were reviewed, and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.